Event description:
It was reported to philips that the device requires a new battery pca. The authorized service personnel (asp) stated that the device would continue to power off when a new battery with a full charge was used. The asp did not mention any damaged battery pins. There was no reported patient involvement.